Event description:
It was reported that the physician received a remote alert from this device, indicating high, out-of-range of greater than 3000 ohms pacing impedance from a competitor's right atrial (ra) lead. As a result of the high ra impedance, a lead safety switch (lss) occurred resulting in frequent mode switches to unipolar sensing. Boston scientific technical services was contacted and also confirmed the presence of ra lead noise. It was recommended to perform in-clinic provocative maneuvers to exclude potential ra lead impairment. At this time, the system remains implanted and in-service. No adverse patient consequences were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)